Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient's blood glucose was high. The customer's blood glucose was 400mg/dl at the time of incident. The customer reported that they were trying to upload the pump into care link. The customer had the high blood glucose since last friday due to eating late and drinking. The customer did say some time she will not bolus before eating dinner at night late. The customer will monitor her blood glucose and treat as need. The customer reported that last night blood glucose was 370mg/dl and treated it with the insulin pump. The customer declined high blood glucose troubleshooting. The customer at late at night so her blood glucose will go up. The insulin pump will not be returned for analysis.